Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3708640, serial # (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type extension. (B)(4).

Event description:
A manufacturer representative reported at a new implant procedure, impedances measured with combinations using #0 electrode were abnormal, over 10000 ohms. The reported adaptor was reconnected without resolve. When a new adaptor was used instead to connect, impedances became normal and the procedure was then completed. The issue was noted as not resolved at the time of the report. No symptoms were reported. The consumer¿s underlying disease was parkinson¿s disease.

Manufacturer narrative:
Other applicable components are: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension . Analysis of the extension found the conductors of the extension body were broken less than 5 cm from the proximal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.